Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified posterior descending artery. A 2.50x20mm synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was pushed repeatedly but still unable to cross. The device was removed and it was noted that the stent strut was lifted. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 2.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the stent was bunched causing the proximal end of the stent to be pushed 4 mm in a distal direction from the distal end of the proximal markerband. Distal stent rows 1-2 were damaged and stretched distally. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 215 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and damage was noted. The type of damage evident is consistent with resistance being encountered during advancement through a tortuous and calcified lesion. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified posterior descending artery. A 2.50x20mm synergy drug eluting stent was advanced but failed to cross the lesion. The device was pushed repeatedly but still unable to cross. The device was removed and it was noted that the stent strut was lifted. No patient complications nor injuries were reported.